Manufacturer narrative:
Additional product component: model number/catalog number 720185-01, batch/lot number 1000230333, model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced an infection in the scrotum with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted. Additional information was reported that the patient presented with scrotal swelling. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to pain, infection and scrotal swelling. The ipp cylinder, pump, and reservoir were explanted and no new device was implanted.